Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 11mm x 5mm in size was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument broke and was safely removed from the patient. The procedure was completed.